Manufacturer narrative:
No devices or photos were received as these remain implanted; therefore the condition of the components is unknown. The part and lot numbers of the products are unknown; therefore the device history records, complaint history could not be reviewed. Surgical notes were not provided. Additional information received confirmed that the patient had bilateral hip surgeries and a previous revision on the right hip. As stated by the patient, resultant of this previous procedure's drilling weakened the femur. As stated in the x ray notes, evidence of a proximal femoral postsurgical defect within the lateral aspect of the femoral diaphysis. It could not be confirmed if complications associated with previous revisions caused or contributed to the reported condition. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that the pt is experiencing pain and instability.

Manufacturer narrative:
Info was rec'd from a consumer who is not required to complete form 3500a. This report will be amended when our investigation is complete.